Event description:
It was reported the pt had a loss of therapeutic effect following the most recent programming session. The pt's symptoms were reported as abulation changes, neurological deficit of akinesia, and speech changes. The pt's device was reprogrammed and the pt experienced improved motor function. The pt recovered without sequela. Please see MFR. Report # 6000153200802379.

Manufacturer narrative:
.